Manufacturer narrative:
A lumenis service engineer visited the site after the reported event, and although unable to duplicate the failure he had found the main and safety voltages high and out of specification. The engineer adjusted the voltage to manufacturer's specifications, and after testing the system it was returned to the facility in working order. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. A review of system risk files ((B)(4)) found the risks of 'pulse energy too high' which have the potential to lead to over-treatment which may result in permanent injury/impairment -or- ineffective treatment which may require re-operation. The risks have been quantified and found to be remote, and the risks have been characterized and documented as acceptable within full risk assessment . A review of historical product complaints shows that the same malfunction of error 303 has not led to serious injury in the past. As it is uncertain if the event would likely cause or contribute to a serious injury if the malfunction were to recur. Lumenis is reporting this malfunction in an abundance of caution. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A user facility reported that during use of their lumenis pulse 100 laser system, "error code 303" (high energy) appeared on the screen during treatment. The facility was able to clear the error during the procedure, with no down time, and the procedure was completed with the same device. No report of patient injury was received, and no report that the malfunction caused or contributed to any change in the patient status.

Manufacturer narrative:
August 13, 2018. When the initial report of this event was reported it was uncertain if the reported event would likely cause or contribute to serious injury if the malfunction were to recur. Lumenis reported the initial report in an abundance of caution. Further evaluation by a clinical manager revealed that "error 303 is displayed when a single pulse is detected having higher energy than intended. When error 303 occurs the system immediately ceases lasing and an error message is displayed on the screen. The user needs to acknowledge that the error occured by clearing the display, and then the user may continue to operate the system normally. In this case the error was cleared by the user and the procedure was completed successfully. The error did not cause or contribute to any change in the patient's health. Although one pulse of higher energy could potentially lead to serious injury, the likelihood of that happening is extremely remote." Lumenis is retracting this reported malfunction as it is not likely to lead to serious injury should it recur.